Event description:
According to the customer, on (B)(6) 2025, a lap sponge that was "used on patient in incision to soak up blood" was found to have a hair in it.

Manufacturer narrative:
According to the customer, on (B)(6) 2025, a lap sponge that was "used on patient in incision to soak up blood" was found to have a hair in it. The customer said that the "hair was in incision and removed off the field." The customer reported that "all other laps from the back were also removed from the field" and that the surgical site was "irrigated with betadine." The customer stated that there is "no injury or infection known at this time." The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.